Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received missing segment due to cracked zebra connector at lcd board. No frozen screen noted. Unable to perform functional testing or verify audio or beep anomaly due to missing segment. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a frozen screen. The insulin pump was not functioning. The customer's blood glucose level was 4.8 mmol/l. The product will return. Nothing further to report.